Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed self-test, displacement test and error test. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a crack on the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that the screen is cracked and he cannot see the display. The customer stated that he fell on his bicycle about a month ago. The customer stated that the liquid inside the lcd screen is coming out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.